Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was being performed on an ami pt. The target lesion was the proximal lcx with no tortuosity, no calcification and 99% stenosis. The 2.5 x 15 mm voyager balloon catheter was used for pre-dilatation of the lesion, but the balloon ruptured during the first inflation at 6 atm. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering has reviewed incident info. Many factors can contribute to balloon rupture. The pt anatomy was 99% stenosed, which could have contributed to the balloon rupture. Damage to the balloon can weaken the balloon material, such that upon the inflation attempt can result in a balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made to the conclusive cause of the reported discrepancy.